Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that they were going to move the battery because it became uncomfortable in the pocket. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the discomfort had to do with the depth and location of the ins. The ins was replaced and the patient was now happy. The issue was resolved. No further complications were reported.